Event description:
It was reported that the ventilator failed several tests during pre-use check. Water was noticed in the o2 gas module. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was initially claimed that several tests failed during pre-use check. Based on technician statement, during the inspection, it was determined that water entered the o2 gas module from the hospital's o2 central supply line. The o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description, service report and attached photos. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).